Event description:
It was reported that the patient presented with hematuria and a lactate dehydrogenase (ldh) increase from the 200s to 584 units/l; however, the patient was in stable condition. Log files captured persistent pulsatility index (pi) events between (B)(6) 2022. It was reported that hemolysis and thrombus were not confirmed. The patient had no symptoms of thrombus and no diagnostic testing was performed. Additionally, no treatment was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) (B)(4) and the reported events could not be conclusively determined through this evaluation. The account reported that the patient presented with hematuria and an increase in lactate dehydrogenase (ldh) from the 200s to 584; however, patient was in stable condition. Review of the log files provided by the account revealed no atypical events or alarms and captured the pump functioning as intended at the set speed. Additional information later received stated that hemolysis and thrombus were not confirmed. The patient had no symptoms of thrombus and no diagnostic testing was performed. Additionally, no treatment was provided. The patient remains ongoing on heartmate 3 lvas (B)(4) and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.